Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient lost therapy due to ipg reaching end of life. It is unknown if the device prematurely reached end of life. As such, surgical intervention took place wherein the ipg was explanted and replaced with a competitors device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.